Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced ten infusion set tubing leakage at site events between 01-apr-2024 and 24-may-2024. The set was in use 24-72 hours. Blood glucose levels were between 200-300 mg/dl at the time of event. Patient took correction bolus via pump and injection, replaced infusion set and resumed insulin successfully. No further information available.